Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. No audio and or beep or strange buzzing noises anomaly during rewind noted. The pump passed rewind test, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 411mg/dl. The customer's most current level was 286mg/dl. The customer treated the highs by changing their set and blousing with the pump. Troubleshoot was conducted. The drive support cap was noted to be flushed. The device was found to fail the high pressure test. The customer was advised the pump would have to be replaced and returned for analysis.